Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and returned to service.